Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the insulin pump was squirting out insulin during manual prime. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. Advised customer the insulin pump would be replaced. Customer did not receive 2nd series of beeps nor did numbers appear on the screen. Customer stated it would turn self off and give a 6 code like it was trying to reset itself when he would prime. During troubleshooting, customer had battery out limit and failed battery test but not able to troubleshoot. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rest of the functional testing. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.